Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen was intermittently unresponsive during user attempts to wake and unlock the device, with video evidence showing the user tapping and lifting a finger rather than maintaining light contact and performing a continuous slide to unlock. Symptoms included difficulty interacting with the touchscreen. Outcomes included no injury, no medical intervention, and no disruption of therapy reported. Investigation included review of user-provided video and technical support assessment. Investigation of this case revealed that the device appeared to function as designed and that the observed behavior was consistent with use error related to touchscreen interaction technique. It was concluded that the event was due to user technique and not a device malfunction.